Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device has been received for analysis. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed, 2.5x15mm, lesion was located in the severely calcified and moderately tortuous first diagonal of left anterior descending artery. A 8mmx2.50mm nc quantum apex balloon catheter was used to treat the target lesion and the balloon ruptured at 12 atm on the second inflation. The device was removed intact. The procedure was completed with a different device. No complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed, 2.5x15mm, lesion was located in the severely calcified and moderately tortuous first diagonal of left anterior descending artery. A 8mmx2.50mm nc quantum apex balloon catheter was used to treat the target lesion and the balloon ruptured at 12 atm on the second inflation. The device was removed intact. The procedure was completed with a different device. No complications were reported and patient's status was good.